Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. No under delivery anomaly or over delver anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 401 mg/dl. The customer's current blood glucose and at the time of incident was 400 mg/dl. The customer did experienced the symptoms such as (B)(6) results in ketones test, nausea and vomiting. The customer was treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done for high blood glucose and under delivery. Customer stated that the drive support cap appears normal. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for analysis.